Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a locking compression plate (lcp) distal femur plate and screws on unknown date. On an unknown date, patient suffered a fall which resulted in a fractured distal femur and broken lcp distal femur plate. Surgeon was not concerned as it was noted the plate was not implanted correctly. It is not known if the broken device was removed or if removal has been scheduled. Concomitant device: screw (part unknown, lot unknown, quantity unknown). This report is for one (1) lcp distal femur plate. This is report 1 of 1 for (B)(4).

Event description:
(B)(6) 2018: updated event description:device report from synthes europe reports an event in the united kingdom as follows: it was reported on an unknown date, the patient had surgery somewhere near kent. The patient had a fall and suffered a fractured distal femur & broken distal femur plate. The surgeon was not concerned as said the plate was put on incorrectly. The issue was discovered thru an x-ray. The patient then underwent another surgery on november 12, 2018 to remove the broken plate and was inserted with an intramedullary (im) nail. The procedure successfully completed with no surgical delay reported. Patient status was unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown) this complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description. : x-rays implant date provided for reporting. Reporters information. Zip code: (B)(6) the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. H11: d4 - manufacture & lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 222.254, lot: l966320. Manufacturing location: mezzovico, release to warehouse date: jul 11, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. A visual inspection has been performed and it can be confirmed that the received condition agrees with the complaint condition as the plate is broken apart. No manufacturing related visual defects have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency. The complaint investigation has shown that the plate was manufactured according to the specification. This lot was manufactured in july 2018, all devices are distributed and we are not aware of any other complaint for this part- and lot combination. Based on these findings we exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, malunion, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. The complaint description mentioned fall and the incorrect position of the plate may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H11 corrected data: e1: reporter contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.